Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a needle. The customer reports the doctor inserted the needle into the pt's breast to numb the breast for a breast biopsy. When she removed the needle, the hub remained on the syringe, but the needle itself was still inside the pt. The customer reports the needle actually broke where the needle fractured when injected, almost the entire length of the needle was injected into the pt. The end of the needle was visibly seen still remaining in the hub. It was decided by the physician and pt that if the biopsy was positive she would have a mastectomy and that would take care of the retained needle. If it is negative, more decision making will be done between the physician and the pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.